Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced redness and drainage at the stoma site. On (B)(6) 2018, the patient was prescribed unspecified antibiotics for the redness and drainage at the stoma site. The patient completed antibiotic therapy on (B)(6) 2018 but the stoma was still draining light yellowish, greenish liquid and there was light redness around the peg tube. The nurse changed the dressing on (B)(6) 2018.